Event description:
It was reported that during the surgery done in (B)(6) hospital, a slight break was detected on the product ((B)(4)). The surgery technician also reported that, the product was either broken at that moment or was already broken in the sterile pack. The surgery was completed with a bigger size of the implant. No delay and no adverse event happened.

Event description:
It was reported that during the surgery done in (B)(6) hospital, a slight break was detected on the product ((B)(4)). The surgery technician also reported that, the product was either broken at that moment or was already broken in the sterile pack. The surgery was completed with a bigger size of the implant. No delay and no adverse event happened.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding a slight break involving a scorpio nrg x3 cr tibial insert #5 8mm was reported. The event was confirmed. Visual analysis of the returned insert showed damage from the implantation and explantation reported in the event. No patient medical records were available for review. A review of the DHR showed that all devices were accepted into final stock with no reported discrepancies. There have been no other similar events reported for this manufacturing lot. The investigation concluded that the reported slight break in the scorpio nrg x3 cr tibial insert #5 8mm was likely caused during implantation. The device was returned damaged from implantation and explantation, preventing the possibility of identifying a potential out of box condition as reported in the event. The reporter of the event stated that the slight break was only noted after implantation; therefore, it is likely that the damage occurred during insert impaction into the tibial baseplate. All devices in this lot were 100% inspected for workmanship and inclusions prior to acceptance into final stock, and all devices conformed to specification.